Event description:
Information was received from a healthcare professional via a manufacture's representative regarding a patient receiving lioresal via an implantable pump. The indication for use was intractable spasticity. It was reported the patient's pump had eroded through the skin. The cause of the erosion was unknown and it was not known if it was infected. The pump was planned to be explanted but the date was not know. The patient was to be transferred to oral baclofen after the explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received 2016-09-28 stated the patient had been non-compliant and not shown for their appointment. The health care provider (hcp) was unable to perform testing. The patient did not keep their appointments despite hcp calling them multiple times and speaking to them on the phone. No actions or interventions were performed and the cause of the issue was unable to be determined as the patient did not come for assessment. The hcp indicated they planned to explant the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.